Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was spinal pain. It was reported that for about 5 years, the patient has not used the pump and there is no drug in the pump. She quit using it because it was not helping her pain. The patient stated she needs a MRI of her back, and that the procedure is not due to a problem with the manufacturer¿s device or therapy. The MRI was stated to be unrelated. There were no further complications reported/anticipated.